Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.